Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with the tubing on the infusion set breaking off. Customer had high blood glucose levels, but the customer declined troubleshooting because the high blood glucose levels occurred in (B)(6) 2013. Customer stated there were scratches on the pump, but she can read the pump and does not need it to be replaced. Customer stated that the kitchen counter most likely scratched it. Customer was advised to monitor the pump. Customer is fine now and stated that this issue was from last december and she has not had any issues since. Customer originally called for issues with the clip and infusion sets, but was disconnected. Customer was using a screen protector from the phone for her pump because it gets nicked sometimes and she wants it protected. Customer stated that the screen on the pump is very sensitive. No additional information provided.